Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database could not be performed as a lot number was not provided.

Event description:
The customer alleges during a pvi procedure the transseptal puncture ended up in the pericardium. For safety reasons no anticoagulants were given and the procedure was interrupted and delayed to another time point.